Manufacturer narrative:
Combination product: yes.-

Event description:
On the x-rays taken on the day of implantation, it was noticed that the screw (helix) of the ventricular lead had been completely retracted. The lead was repositioned and remains implanted. Should additional information be received, this file will be updated.

Event description:
On the x-rays taken on the day of implantation, it was noticed that the screw (helix) of the ventricular lead had been completely retracted. The lead was repositioned and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The three x-ray images were inspected, one from the implantation date and two further images. The fixation helix appeared retracted on all three diagnostic images and the lead had relatively little slack. It is reasonable to assume that the retracted helix resulted in lead dislodgement. Should additional relevant information become available for analysis, the investigation will be updated.